Manufacturer narrative:
(B)(6).

Event description:
It was reported that the level 1 hotline accessory was leaking. The product problem was observed during a pre-use check. There was no patient involvement.